Event description:
It was reported the pt had difficulties with recharging. It was also reported the stimulation was in the wrong location and the pt felt a burning sensation. This occurred following a recent unspecified trauma. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.